Manufacturer narrative:
This event occurred outside the u.s. Where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: analysis could not confirm the reported event, the device was analyzed and passed functional testing. (B)(4).

Event description:
It was reported that while the external pulse generator (epg) was being used on a patient, the pacing rate was observed to be higher than the setting (approximately 80 ppm, while programmed to a lower rate of 60). A clinical engineer checked and inspected the reported epg but could not reproduce the behavior. An inspection of the epg was requested and the epg was returned to the manufacturer for servicing. No patient complications have been reported as a result of this event.